Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis event. Blood glucose level was 26mmol/l at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was treated with insulin intravenous (IV) drip. No further information was available.